Event description:
It was reported that an alert for episodes of non-sustained right ventricular oversensing (nsrvo) was detected on the device due to sensing of ventricular ectopics. Programming changes were discussed but not made at this time. There were no adverse health consequences to the patient.